Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿postoperative bone fracture and pain.¿

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to a femoral fracture. During the procedure, the stem and head were removed and replaced, and a plate and cables were implanted. Subsequently, patient was revised on (B)(6) 2015 due to infection that started in the bladder, per the surgeon.